Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composite mesh (composix mesh) on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against composite mesh (composix mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composite mesh (composix mesh) on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against composite mesh (composix mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incarcerated incisional hernia and adhesions thereby underwent open repair with the implant of composix mesh. Per operative notes, ¿the hernia sac was opened and incarcerated dense adhesions were encountered. Adhesions were lysed. A large composix mesh was placed within the abdominal cavity and secured circumferentially using tacks.¿ (B)(6) 2019 - patient was diagnosed with enterocutaneous fistula and chronically infected mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿the previous midline abdominal mesh was identified. The midline abdominal mesh was fully cut. Lysis of adhesion was performed to free up the small bowel from abscess site. There was a chronic abscess cavity with active purulence related to infected mesh. Several enterotomies likely related to erosion of previous mesh. Left lower quadrant infected mesh was explanted, small bowel enterocutaneous fistula taken in one resection removing a small bowel.¿